Event description:
The clinician reported that almost 1 year after the dental implant was placed in the patient's mouth, the implant lost osseointegration. The clinician reported bone resorption, implant mobility and insufficient bone quality/quantity in this patient with fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.